Manufacturer narrative:
Following the bypass of the cable for the imaging system, a medtronic representative went to the site to test the equipment. Testing revealed that the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Correction: aware date of supplemental report 1 inadvertently filed as (B)(4) 2018. Value should have been (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not complete the start up procedure. It was reported that the imaging system displayed "connected not ready." It was reported that the connection between the pleora and viewing station of the imaging system was damaged and the cable was bypassed. Once bypassed, the system functioned as designed. There was no patient present when this issue was identified. No additional information was provided.